Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
Mother reported there was insulin leakage in the infusion device system. The patient did not experience any physiological effects or require treatment from a healthcare professional or second party to address the issue. The alleged products were requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.